Event description:
It was initially reported that four xia titanium blockers fractured during implantation. The procedure was completed successfully and without surgical delay. There was no adverse consequence to the patient. It was later clarified that only two xia blockers were involved in this case. The device captured in this report pertains to a second, unrelated case and has been reported under manufacturer's reference number 0009617544-2020-00198.

Manufacturer narrative:
This device has been reported under manufacturer's reference number 0009617544-2020-00198.

Manufacturer narrative:
Status and location of the device is currently unknown.

Event description:
It was reported that 4 xia titanium blockers fractured during implantation. There were no adverse consequences to the patient. The procedure was completed successfully, without surgical delay, by replacing the blocker. This report represents the fourth of the four blockers.